Event description:
It was reported that the coude indicators were missing from the catheters.

Manufacturer narrative:
Upon additional information received, bard/bd medical has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Two touchless plus catheter were returned. One touchless catheter was returned opened, not containing its original packaging, while the other was sealed in its original packaging. During dimensional evaluation, it was found that both catheters were missing their coude indicators. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed as the reported event cannot be caused by the user. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the coude indicators were missing from the catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the coude indicators were missing from the catheters.